Event description:
Pt is a type 1 diabetic on a disetronic insulin pump. On, and prior to event date, pt was having trouble keeping blood surgar above 50mg/dl. Even after ingesting large quantities of sugars and carbohydrates, pt's blood sugar would not rise. On event date pt's blood surgar went down to about 25-30mg/dl. Rptr immediately administered 24 ounces of juice, but the blood sugar would not come up. After 10-15 mins rptr started giving pt some sugar gel. Pt had forgotten that they had chewing tobacco in their mouth and when rptr gave the gel, pt began choking and stopped breathing. Rptr called 911 and two neighbors came over, one of which was a third year medical student and they revived pt before the paramedics came. Pt was taken to the hosp where blood sugar would not come up, even after IV fluids with sugar. Since the drs in the ER were not familiar with the insulin pump, they would not listen to rptr that it must be having problems. They were very ignorant. After about 60-90 mins, pt blood sugar was still under 80mg/dl so they disconnected pump. Within mins, pt's blood sugars came up. Pt remained in the hosp overnight, with the pump off and blood sugar went up to about 400mg/dl. Pt reconnected the pump in the morning and was released from the hosp. During the following week, pt couldn't not keep blood sugars easily. Lowered basal rate by over 10% and still, it stayed low. On the friday after pt was released pt's blood went to about 30mg/dl. Pt had 140 grams of sugar via juice and blood actually went lower. Pt then had 4 pieces of bread and another 8 ounces of juice. Pt's blood came up to about 32 mg/dl. After 45 mins of this, disconnected the pump and slowly, over the course of 2 hrs, blood sugar came up to 100mg/dl. Replaced the pump with "back-up" and since then, pt has had no problems at all. Pt called disetronic to notify them of the problem and to get another pump for back up. They asked rptr to sent the pump back to them and they would decide whether the FDA should be notified. Rptr sent the pump to them via fedex but 6 days later, the pump was returned because no one signed for it. Rptr called to let disetronic know they had the pump again and they said their report to the FDA was due and that rptr could not get the pump to them in time to be analyzed. Rptr has not heard from disetronic again. Rptr is very concerned about this whole ordeal. Rptr and pt truly believe it was the pump that failed. There is no medical explanation for what occurred. As a result, the dept of motor vehicles is trying to suspend pt's license. Rptr thinks part of the problem with local drs in ER's is that, they all know the pump in theory, but have no hand on knowledge. This jeopardizes the pt's health in a life or death situation. Rptr still has the pump to examine.